Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer aux 1-1, 1-2 required maintenance and the device was not on the bus. A field service engineer reseated the row board cable connections, cleaned the tray boards and pockets, ran the hardware test application, and tested and verified that the drawers and pockets were all functioning fine to resolve. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6) medical center.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a hardware failure. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.